Event description:
It was reported that a user experienced hyperglycemia with a peak fingerstick glucose of 586 mg/dl while using the ilet with subcutaneous insulin, during which multiple meal announcements were entered without food intake, a manual injection was given while still connected to the pump, and an insulin occlusion alert occurred that was cleared within minutes. Symptoms included feeling out of it, dizziness, sleepiness, and thirst. Outcomes included on-call troubleshooting and education, with glucose trending down and the user planning to change all insulin supplies. Investigation included customer service review, troubleshooting guidance, and education regarding safe use practices. Investigation of this case revealed improper use behaviors related to meal announcements and concurrent manual injection while connected, with an occlusion alert that resolved after user action; the precise cause of the hyperglycemia remained unclear. It was concluded that the cause of the hyperglycemia could not be determined, and education on not bolusing when not eating, avoiding manual injections while connected for at least 90 minutes, and replacing insulin supplies after severe or prolonged hyperglycemia was reinforced. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
Initial submission attempt on 12/08/2025. This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.